Event description:
The patient experienced baclofen withdrawal with increased muscle tone in legs and stomach, generalized pain, increase in seizures, difficulty sleeping, and weakness. An audible alarm was reported by parents on (B)(6) 2011. The patient was given oral baclofen (15 mg every 4 hours by mouth) beginning on (B)(6) 2011. The patient was hospitalized. The pump was replaced due to end of life/battery depletion. The patient recovered without sequela. Pump was delivering baclofen.

Manufacturer narrative:
Catheter model 8598; serial # (B)(4); implant date: (B)(6) 2004; explant date: n/a; catheter model 8596; serial # (B)(4); implant date: (B)(6) 2004; explant date: n/a.